Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vaso view hemopro starting smoking prior to the trigger being accelerated. It was observed in the tunnel and was immediately removed and disconnected. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).